Event description:
It was reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt and 12 volt power supplies. The system operates as intended.